Manufacturer narrative:
Currently waiting for the return of the device for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Connection leak. The insertion site was the right basal vein guided by ultrasound. The leak in the connection was verified days after insertion, no cracks in the catheter were observed.